Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).correction:upon further investigation it was discovered that this event was previously reported in report # 1423500-2012-16602. The investigation of this event and any further information will be sent under report # 1423500-2012-16602.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis coincident with dianeal pd1 1.36% glucose, dianeal pd1 2.27% glucose and extraneal therapies for end stage renal failure (esrf). Dianeal and extraneal therapies were ongoing. On (B)(6) 2012, the patient attended the pd nurse with peritonitis having complaints of abdominal pain and cloudy effluent. This same day, the patient was admitted to the hospital. On an unreported date, the patient began treatment with vancomycin (1.5g frequency not reported) and ciproxin (500mg bd). On (B)(6) 2012, the patient was discharged home feeling much better. At the time of reporting, the patient continued on antibiotics.